Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd iag bc pro global pnk 20ga x 1.0in had foreign matter. The following information was provided by the initial reporter, translated from french to english: the complaint states that she once again has a catheter with what appears to be a sort of plastic blade on the tip.

Manufacturer narrative:
Investigation results: the complaint of foreign matter on the needle tip was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed a 20g insyte autoguard IV catheter positioned over the needle. The needle tip was out of focus and was not illuminated. The back light in the photo revealed a silhouette of material at the needle tip. The source and composition of the material could not be determined from the photo. As the device had been opened, it could not be determined with certainty whether the material was introduced during manufacturing or after opening the packaging at the time of use. A review of the production records from the implicated lot showed no related quality issues or process deviations during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.